Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the handle was continuously jamming. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the ratchet was not working properly and the inner gear, pin, spring, bent comb, shoulder bolts nuts and washers were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was bent on the right hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet handle would not rotate. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ratchet, roller gear, ratchet gear, pin, spring, carrier guide and damaged hardware. The service technician noted that the ratchet gear would not move. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the handle was continuously jamming¿ was confirmed since during initial inspection the ratchet handle would not rotate and the comb was bent. The root cause of the handle was continuously jamming was due to the ratchet handle not being able to rotate. The cause of the damaged ratchet handle cannot be specifically determined with the provided information. The issue was resolved with the replaced the roller, worn bushings, worn side plates, damaged comb, ratchet, roller gear, ratchet gear, pin, spring, carrier guide and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was continuously jamming. No adverse events have been reported as a result of this malfunction. Investigation revealed that the comb was bent.